Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. There was no patient involvement, as the pump was not being used on the patient at the time of the reported event. It was indicated that the customer had manual injections as alternate insulin therapy.